Event description:
It was reported that the touch pen was out of calibration with the programmer. The touch pen was recalibrated but it did not resolve the issue. It worked on the left portion of the screen, but the right side was way off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).